Manufacturer narrative:
The customer provided a brief description of the technical factors that contributed to the event indicating that the alarm system (chain from mx40 to myco on which careassist runs) has worked as configured; however, the chosen configuration settings did contribute to the reported event. A philips product support engineer reviewed the logs provided and confirmed that the mx40 announced the ECG leads off correctly at the central station. The information was also reviewed by a philips clinical experts who provided the following analysis: the mx40 generated an inop for "lead off' so there was no ECG measurement available. The inop was sent to the nurse via careevent but no intervention was performed to resolve the lead off inop. It was determined the inop alarm was sent to the primary nurse phone but the phone was not in use; therefore, the inop was delivered to the buddy nurse's phone successfully. The configuration is set to send the inop alarms to the primary nurse and then forward on to the buddy nurse one time but inop alarms are not forwarded to the whole team. In addition, due to the "leads off" inop, there was no red alarm generated, which would have alerted the entire nursing team. It was determined the device was functioning as expected. The patient passed way due to cardiac arrest. Based on the information received, there does not appear to be a device malfunction which caused or contributed to the reported patient death; however, alarm management, clinical workflow, or other use error related to nurse phone assignments may have been factors. A philips product support engineer for careevent reviewed the additional careevent logs that were provided and determined the following: only a screenshot of the event reports / logs were provided. The limited logs that were supplied shows that the messages were received in the careevent system, but they were not acknowledged. The alarm ended (patient condition ended) without being acknowledged¿ the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the patient experienced a cardiac arrest two days after pci and passed away on (B)(6) 2024 after unsuccessful reanimation attempt. No other clinical information or medical intervention was reported. The mx40 generated an inop for "lead off' so there was no ECG measurement available. The inop was sent to the nurse via careevent but no intervention was performed to resolve the lead off inop. It was determined the inop alarm was sent to the primary nurse phone but the phone was not in use; therefore, the inop was delivered to the buddy nurse's phone successfully. The configuration is set to send the inop alarms to the primary nurse and then forward on to the buddy nurse one time but inop alarms are not forwarded to the whole team. In addition, due to the "leads off" inop, there was no red alarm generated, which would have alerted the entire nursing team. It was determined the device was functioning as expected. The patient passed way due to cardiac arrest. Based on the information received, there does not appear to be a device malfunction which caused or contributed to the reported patient death; however, alarm management, clinical workflow, or other use error related to nurse phone assignments may have been factors.